Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high threshold measurements fourteen days post implant. This lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported.